Manufacturer narrative:
Service repair in the field was performed on (B)(6) 2014. The replaced resonator s/n (B)(4) was returned to ams on (B)(6) 2014. Product evaluation: the resonator (B)(4) was evaluated on (B)(6) 2014. The evaluation revealed that the reported ¿errors 171 and fiber port overheating¿ issues could not be reproduced on test bench; the freeze indicator was slightly purple; two pins in fiber connector assembly were showing signs of corrosion that could not cause any issue. The fiber connector assembly and desiccant was removed and replaced. The resonator power was re-peaked and a new test report was completed.

Manufacturer narrative:
The replaced resonator s/n (B)(4) was returned to ams on (B)(6) 2014.

Event description:
It was reported that during a prostate procedure, the fiber coupler was over heating and an error code 171 was received .outcome: "patient unharmed and case completed".the case was completed using and alternate procedure (turp).

Manufacturer narrative:
System analysis/service repair: the reported error code 171 could not be reproduced however, was verified upon review of the system log files. The laser resonator was replaced, the system was tested and verified to manufacturers specifications.